Manufacturer narrative:
H3, h6: the navio surgical system us, part number npfs02000, serial (B)(6) and used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was confirmed. The siu was connected to a known-good navio system and was found to not power on. The siu cover was removed to inspect the internals. The fuse of the input power module was found to be failing; this fuse was replaced with a known good fuse which also failed upon connecting the siu to a power source. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most probable cause of the reported problem is failing power input module. The navio surgical system user's manual (500196) was reviewed. The navio surgical technique manual (500197) provides guidelines for recovering to a fully manual procedure in the ¿recovery procedure guidelines¿ section of ¿performing trial reduction and postoperative assessments." The navio risk assessment released at the time of the complaint (rf0023 revm) captures this failure mode associated with the complaint. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that during a navio assisted surgery, the navio surgical system us crashed due to an siu issue. The procedure was completed with a delay of fewer than 30 minutes by changing to manual instruments. No patient injuries and no other complications were reported.